Manufacturer narrative:
The complaint on "flash faulty" could not be confirmed. A failure analysis was conducted by bd to identify the cause of the report failure. Evaluation methods employed include visual inspection and functional testing of returned device, documentation and internal manfacturing process review. From the failure investigation and available information on the reported incident, it is concluded that the complaint is not confirmed. The findings concluded the following: the defect, continuous flow of fluid occurred by tapping on the button and at the sideways of the button and lever of the product, was not reproducible. All the returned samples were manufactured and conformed to manufacturing specifications. During the handling of ta4004 bd critiflo disposable kits, there is possiblity of unitentional activation of continuous flow of fluid higher than 4cc/hour. This continuous flow of fluid is resulted from lifting of the "o" ring from its sealing position, even though the lever was not depressed. The most likely cause for lifting of "o" ring which resulted in the leakage of fluid at the sealing area could be attributed to the following: pressing by the sides of the lever or button resulting in pushing the plunger assembly. This could lift/ move the "o" ring from its sealing position and hence creating a gap at the sealing area. This gap allows fluid to continue to flow into the housing assembly and through the male luer fitting of the device. Hence, the possible cause of "flash faulty" could due to unintentional pressing of the button during handling of ta4004-bd critiflo disposable kits.

Event description:
"Flash faulty ( 2 samples were used on the patient, another one was tested by me, not used on the patient). The same incidents occur repeatedly. The valve seems not work appropriately from the beginning or after lever operation. Require to have precise analysis for this issue."